Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced frequents premature ventricular contractions (pvc) and heart rate "in the 40s". The implantable pulse generator (ipg) was pacing below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.